Event description:
The customer reported approximately 50 mls of clear fluid leaked from the back of the coulter lh 750 hematology analyzer onto the countertop. The leak was not contained within the instrument. The customer stated the instrument generated erroneous elevated red blood cell (rbc) and hematocrit (hct) results on one patient sample. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were reported out of the laboratory. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The customer was not able to provide raw data analysis of the erroneous patient results. However, the customer stated the instrument generated a hematocrit (hct) result of 97.0. The customer repeated and reported result from their back up analyzer and stopped using the instrument. The fse confirmed the leak from disconnected from the blood sampling valve (bsv) to the red blood cell (rbc) diluent dispenser. The fse reconnected the tubing, resolving the leak issue and erroneous red blood cell (rbc) and hematocrit (hct) results. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).